Event description:
During treatment of the pt, the device alarmed and turned off. The device was returned to ekos for investigation and upon inspection, the platinum marker bands were no longer on the iddc. No complications or adverse events were reported. Upon determining the marker bands were missing, the user facility was notified. The pt was notified and agreed to x-rays looking for the marker bands. The marker bands were not found in the pt. Because the loss of the device at ekos and because the marker bands were not located inside the pt, it was not possible to determine with certainty when the marker bands were dislodged.

Manufacturer narrative:
Add'l model # 30 cm. Investigation summary: inspection of the returned catheter confirmed the marker bands has been properly swaged onto the catheter during manufacture. The pinch marks left by the swaged bands were clearly visible. The user reported using the device with an introducer sheath that had a toughy-borst type rotating hemostasis valve. The condition of the device was consistent with having been withdrawn through the rotating hemostasis valve before it had been adequately loosened resulting in removal of the marker bands. Because the marker bands were not visible on xrays taken of the pt, it is most likely that they remained inside the introducer sheath and were removed and disposed of with the sheath.